Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device can confirm the complaint. The impactor is found cracked and broken into two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of some attune consignment instrumentation trays, which had been used in various surgeries earlier in the week at haymarket medical center, it was discovered that two of the instruments were damaged. An attune femoral impactor was cracked and a small piece of the impactor is missing. The whereabouts of the missing fragment (chip) is unknown. Also unknown is when the impactor was damaged. The crack extended from the posterior distal portion to the anterior proximal portion of the impactor. An attune tibial impactor was also discovered to be cracked by spd personnel. Its crack also extends from the posterior distal portion to the anterior proximal portion of the impactor. The tibial impactor is completely intact and has no missing fragments. Replacement instruments are needed to complete the consignment trays. No surgical delay.